Manufacturer narrative:
The reported event was previously reported under mfg (B)(4). The reported event was previously reported under mfg (B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose level was not impacted. During troubleshooting, reported issue was not confirmed and customer declined to perform further troubleshooting. No additional event information was available.